Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device were put through extensive testing including full functional testing and defib shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The multifunction cable used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.